Event description:
The following information was provided: as per pss case: osteolysis and eccentric poly wear in elderly male with well fixed stem. Plan for head-liner exchange (cemented liner). Right hip.